Manufacturer narrative:
Device was not returned for evaluation. No photos were taken of the device. No exemptions were noted on DHR review.

Event description:
During an transseptal puncture, the physician has suspected a pericardial effusion. The procedure has stopped and the patient was transferred to ICU.